Manufacturer narrative:
The device was received for evaluation. During functional testing, "turned off when battery was moved" was reproduced. A review of the event history log revealed "improper shutdown" messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the compressed/depressed battery contact pins. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an turned off when battery was moved. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available. A supplemental report will be submitted.